Event description:
Home patient reported being hospitalized for fluid overload while using the homechoice cycler for apd therapy. Home patient states she was hospitalized on 2/1/1999, receiving 4.25% dextrose solution manual exchanges every 4 hours until she was released from the hosp on 2/3/1999. Home patient reporting encountering "low drain volume" alarms while using her homechoice cycler prior to hospitalization, which she had repeatedly bypassed. According to home patient, she did not check with her healthcare professional to see if it was safe to bypass nor did she call baxter's operational support for assistance. Follow up with healthcare professional reveals healthcare professional does not attribute fluid overload to homechoice cycler.